Event description:
A patient had a nasogastric tube (ngt) that was not functioning (unable to flush and no return in suction canister). The surgical team removed the ngt and noted the tube to be "fractured". The tube appeared bent and the distal hole had a crack in it. There was also a similar issue noted with a different patient the prior week.